Manufacturer narrative:
The customer's prod has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.

Event description:
Customer reported receiving an error 4 message displayed on his freestyle flash blood glucose monitor. As a result, customer reports losing consciousness and having a seizure. No third party medical intervention was required. Customer did not report taking anything to ameliorate the symptoms.